Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited a loss of capture and unacceptable sensing values. The lead was no longer used and replaced. The patient tolerated the procedure well and was stable upon discharge.